Event description:
The patient had to have a surgery yesterday because of an infection in the wound/incision. They did two rounds of strong antibiotics with three different medicines and it didn¿t respond to any of them, so the patient had to go in last night and cut the infection out. The patient was implanted on (B)(6) and the infection started the week after implant surgery. The patient went to the health care provider (hcp) on (B)(6) and noticed a superficial infection. They started a round of doxycycline and then the following week she started vancomycin, later that week she ran out of doxycycline. It was the beginning of (B)(6) when the patient started another round of doxycycline and it didn¿t respond. On (B)(6), the patient saw her hcp and they were concerned about the patient having a problem while on vacation, so before leaving for vacation last night the hcp performed surgery to remove the infection. The patient was wondering if she did anything wrong to cause the infection, her hcp said some people just get infections. It was noted the patient has two different autoimmune conditions and they are thinking that¿s what caused it. The patient had a sinus infection that they started treating at the end of (B)(6) and when she has one infection in her body that ¿flares up¿ she is susceptible of having another infection, they think that is what happened. Prior to implant the patient was using a walker, wheelchair, or cane; the spinal cord stimulation (scs) has given her a huge improvement of her quality of life. Additional information has been requested to find out the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).